Event description:
In 2009, the patient reported experiencing elevated blood glucose of 400 mg/dl for a couple of days the previous month. On the month prior to original date, her husband noticed that she was urinating frequently and he took her to the emergency room. At the emergency room her blood glucose measured 490 mg/dl on the hospital blood glucose monitor but lab tests measured her blood glucose at over 900 mg/dl. She stated that she remained connected to the infusion device while hospitalized and if her blood glucose measured over 250 mg/dl she was given insulin via injection. By three days later, her blood glucose had returned to normal and she was released from the hospital the next day. She continued to use the infusion device and her blood glucose was within her normal range of 140-160 mg/dl. Thirteen days prior to original date, the patient reported issues with retracting the piston rod of the infusion device and the infusion device was replaced. She began use of the replacement infusion device and has had no further issues. She stated that she does not recall receiving any error messages and she is unsure if the time was set correctly on the infusion device. She stated that the battery was 2-4 week old at the time of the incident. Product was requested to be returned for evaluation.